Event description:
Product surveillance contacted the home patient on (B)(6) 2012 in regards to a leak and he mentioned that he found out later it was the cassette that was leaking. He said that night he had a lot of trouble with check lines and bags alarms and changed out only the cassette 4 times and then would start the machine back up again. The writer advised him against reusing supplies. He said he did receive his new machine and needed to contact his nurse about programming it. He was just using manual supplies currently until he could have his nurse help him. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who replaced the cassette but reused solution bags while attempting to resolve a leak. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.